Event description:
This rv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016. A procedure form stating that had unexpectedly increased to 4.5v at 0.4s. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).